Event description:
It was reported that the ventilator would not deliver a breath with an audible alarm. A different patient circuit was tried with no change to the reported issue. The patient was placed on a backup ventilator without further problem. No patient harm reported.